Event description:
It was reported the patient had a severe cramp up near his left scapula and in his back. It was noted the cramping continued even when stimulation was turned off. It was reported the lead implant and recovery was fine. The patient was fine when the manufacturer re presentative started programming but about 15 minutes into programming the patient got a severe cramp near the left scapula. It was noted the cramp was not near the lead location. Additional information received later that evening reported the cramping subsided for a while but then it came back. The patient then had severe pain and cramping in his left leg. The doctor ordered a CT scan. The doctor was also going to get a urine test because the patient did not respond to a large dose of fentanyl. Additional information received approximately two weeks later reported the patient was give medication by a nurse during the initial programming which seemed to help. The manufacturer representative left the hospital after he finished programming only to be called back because the cramping returned. The CT scan revealed a hematoma. A laminectomy was performed later that evening and the trial leads were pulled. The patient was doing better when the representative checked in at the hospital the next day.

Manufacturer narrative:
(B)(4).